Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Explanation and rationale according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Based upon our historically grown product experience and due to different simulations regarding an insufficient inserting of the cartridge or a too fast application of the clips, this could be one possible root cause of the described failure. Malfunctions can be caused by incorrect assembly sequence; the correct order of assembly must be observed. Furthermore, a damaged applicator could be the reason for an insufficient transport of the clips within the cartridge. Conclusion and measures/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. The root cause is most probably usage - related. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. A product safety case has already been initiated

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl579t -challenger ti-p ml-ligat.clips 12 cartr. According to the complaint description, the clip bars detached from the clamp, resulting to a waste of time and need to take new clips. No consequences for patient. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4). Involved components: item code - description - batch- pl520r -challenger ti-p handle - batch: 52608259, pl538r- shaft compl.d:10mm l:260mm - batch: 52608259.